Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. No unexpected audio beep anomaly noted. Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.